Event description:
Caller reported that their pump screen was dark and would not turn on, which indicated a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to try resetting the pump and assisted with the process. After attempting various troubleshooting steps, including plugging the pump into a known working power source, the screen turned on successfully. The malfunction code was resettable, and after resetting, the same issue did not recur. The customer was instructed to continue using the pump and to contact support again if any malfunction codes reappeared. The caller acknowledged and understood these instructions.